Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when he evaluation is completed. Internal complaint number - catsweb# (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb, the middle part on the little gray rubber gasket on the btt port ripped out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. Engineering evaluation was requested. Engineering was able to replicate the failure by inserting a cannula through the seal which is design for the endoscope dissection tip not for the cannula. Based on the received condition of the device the reported complaint was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. A fir will not be issued at this time because the device showed no evidence of a defect potentially attributable to manufacturing. The engineering evaluation states that operational context cause or cont... A lot history record review was completed for lots 25110537, 25112172 and 25111359 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).